Manufacturer narrative:
Other applicable components are: product ID 389033 lot# j0427689v serial# implanted: (B)(6)2004 explanted: -- product type lead product ID 389033 lot# j0428105v serial# implanted: (B)(6)2004 explanted: -- product type lead product ID 748951 lot# serial# (B)(4) implanted: (B)(6) 2004 explanted: -- product type extension product ID 748951 lot# serial# (B)(4) implanted: (B)(6) 2004 explanted: -- product type extension. Analysis of the lead, lot # j0427689v, found that all four lead conductors were broken 20.1 cm from the distal end, where the outer insulation was wrinkled. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient on (B)(4) 2005. It was reported that the patient¿s spinal cord stimulation (scs) system was removed and replaced. The manufacturer representative stated that the system wasn¿t working and that the patient wasn¿t receiving therapy. The patient requested that the leads would be evaluated due to a break in them. It was noted that the system explant occurred on the date of this report. No further complications were reported or anticipated. Indication for use was failed back surgery syndrome- other. Information was received from a consumer regarding a patient on (B)(6) 2017. It was reported that one of the patient¿s leads broke with their second implantable neurostimulator (ins). The consumer stated that the patient¿s ins was removed because it wasn¿t covering the pain areas that it was meant to cover. It was unknown when the issue occurred. No further complications were reported or anticipated. Additional information was received from the consumer on (B)(6) 2017. It was reported that swimming led to the lead break. The patient stated that they had their implantable neurostimulator (ins) replaced in order to resolve the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.